Event description:
It was reported that patient had a bunch of fluid in the spinal cord lead incision site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7097353.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7097353, UDI: (B)(4).

Event description:
It was reported that patient had a bunch of fluid in the spinal cord lead incision site. Additional information received that patient still fluid at the incision site and patient never went to a physician for the issue. Instead, the patients son put some ointment and it is now better. No further information was obtained.